Event description:
It was reported that the recently implanted vns patient went to the e.r. Due to an infection-related fever. The generator pocket was subsequently washed out.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.